Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high defibrillation impedance. The physician explanted and replaced the lead. The patient was in stable condition.